Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time.

Event description:
The complaint/event occurred on an unspecified date and involved a primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch that was reportedly leaking smoflipid from the device filter. The lipid infusate leaked on the patient multiple times through the course of 24 hours. Although there was patient involvement, there was a non-life threatening delay in therapy and no harm reported as a result of the complaint/event.